Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported "gas loss alarm" issue. The fse performed all leak tests and tested compressor. The fse verified the unit and was within calibration. The fse tested unit with a trainer and test balloon with no issues and proceeded to perform all functional and safety tests to meet/and met factory specifications. In addition, the fse advised that the facility's biomedical engineer has requested training for new staff members as he believes the incident was as a result of user error. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a ¿gas loss¿ alarm. No patient harm, serious injury or adverse event was reported.